Event description:
It was reported that the ventricular assist device exhibited an electrical fault alarm and an unstable or poor mechanical connection involving the driveline cable. Logfiles indicated that the driveline was not fully seated in the controller connection for 8 seconds, during which an electrical fault alarm occurred. The alarm resolved on its own, and there was no injury to the patient reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system controller. D4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2023 /serial or lot#: (B)(6). D9: no. H3: no. H4: mfg date: 11-nov-2022. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.